Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the blade tip broke off and fell into the patient. The broken blade tip was not retrieved from the patient. No information was available what was done to retrieve the blade tip. It is not known how the case was completed.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.